Event description:
The patient reported that the needle release button popped up unexpectedly (needle button released) for three of their v-go 40 devices at different times. The exact dates of each event were not reported. It was reported that the devices are available for return to the manufacturer for evaluation. To date, they have not been received.